Manufacturer narrative:
Additional information was received for h3, h6, and h10. H10: one (1) actual sample was returned for evaluation. A visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed, which included leak, clear passage and clamp function tests with no issues observed. Torque engagement testing was performed; the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. The returned sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was unable to close; further described as the ¿miniset was not functioning and indicated that they cannot close the set.¿ this was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.